Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The rep replaced umbilical cable. The imaging system then passed the system checkout and was found to be fully functional. The umbilical cable was returned to the manufacturer for analysis. The cable did not pass the validator gbit test on the bench. Found a broken wire (pin 7) on the lemo end. The reported event was confirmed by medtronic personnel to be caused by an electrical failure mode due to a damaged connector on the cable. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the rt was receiving two error messages on the imaging system when attempting to acquire a 2d image. The error messages that they were receiving were: 'image frame rates are below recommended levels' and ' an issue that may affect navigation accuracy has been detected. Acquisition has been canceled'. The surgeon chose to discontinue the use of the imaging and navigation systems. The surgeon continued using a c-arm for the surgery with a delay of approximately 30 minutes. The imaging system was removed from around the patient for further troubleshooting. Suggested that they re-boot the imaging system with the umbilical cable disconnected and then once the imaging system was booted to plug in the umbilical cable. Issue persisted. After 4 attempts to re-boot, the imaging system became unresponsive to any of the buttons pressed on the pendent. There was no reported impact to the outcome of the patient.